Manufacturer narrative:
No device evaluation was performed since the device was not returned. A review of the device history records, including the sterilization records, indicated that the mesh was processed and inspected according to procedures and no non-conformance were found. Product complaints were reviewed and there were no other reports of product problems for this lot.

Event description:
Wound/infected mesh which was explanted on (B)(6) 2012.